Event description:
It was reported that during an r&d development lab procedure, there was unusually high force to fire / crunchiness. There were no patient consequences.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.